Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The root cause could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device is patient/consumer.

Event description:
It was reported that pump alarming, no disposable clamp tubing. Upon restart, pump alarms no disposable pump won't run. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing assessed for air and kinks. Air bubbles present in line. No patient injury was reported.